Event description:
Customer reported hospitalization due to low blood glucose. Customer's blood glucose was 31 mg/dl. Customer stated he was not eating right and that caused the low blood glucose. Customer treated with food. Customer stated while he was at the hospital the insulin pump got a button error. Customer declined to perform troubleshooting. Advised customer the device will need to be replaced. Customer stated he will consult with his doctor first before he gets the pump replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.